Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) patient experienced a brain hemorrhage in the left hemisphere during the stage one procedure, which, according to the physician, was caused by the procedure itself. As a result, the patient was admitted to the hospital with confusion and lethargy. At this time, the dbs lead remains implanted. A computed tomography (CT) scan was reordered, revealing a one-millimeter bleed. The patient was subsequently transferred to inpatient rehabilitation, where they were reported to be improving, though still lethargic. Since then, the patient has been discharged from rehabilitation.